Manufacturer narrative:
Intermittent button response noted during testing. Problem was isolated to keypad assembly. Unable to perform self test and displacement test due to keypad anomaly. The following were noted during visual inspection: cracked keypad overlay and faded serial number label.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated the keypad was unresponsive and sometime did not work. Customer did not received stuck button error alarm. Customer stated the arrows and middle button was unresponsive. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar is moving with no input. Customer stated the insulin pump was neither dropped nor exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.